Event description:
It was reported the physician withdrew medication from the pump septum until nothing came out. Eighteen cc's of drug were then attempted to be put in, but only 12 cc's would go in. The physician was assuming there was either a "block in the catheter or in the catheter access port (cap)." The pump was programmed for the 12 cc's of drug. Thirty six days later, the pump was interrogated. The programmer indicated there should have been a residual volume of 2.4 cc's in the pump, but 18 cc's were withdrawn. The drug used in the pump is baclofen (dose and concentration unknown). The patient was not spastic and the center where the patient lives indicated there had been no difference in the patient's spasticity. The patient was not on any oral medications. The patient is tube fed and can't swallow. Troubleshooting was being considered including a roller/rotor test and dye test. The patient will be seen in early december. Pump replacement was also being considered, but since the patient's spasticity was not worsening, they are unsure if the patient needs the pump.